Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient experienced a vagal response during right inferior pulmonary vein (ripv) and right superior pulmonary vein (rspv) ablation which presented as sinus asystole and requiring ventricular pacing. An oral beta-block medication was also administered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, post operatively to a pulsed field ablation procedure, the patient exhibited incoherent and inconsistent conve rsation during a routine visit. The following morning, the patient was unable to recall the names of objects and repeatedly used the same words. Magnetic resonance imaging (MRI) was performed, revealing multiple scattered cerebral infarctions with lesions on both sides. A neuroprotective, antioxidant agent drug was administered over four days, conservative therapy was chosen for the cerebral infarction. Hospitalization was prolonged as a result of these events. No further patient complications have been reported as a result of this event.